Event description:
It was reported the patient experienced a loss of therapeutic from their neurostimulator. The patient had to move his neck in a certain position to feel the stimulation. The device had not been reprogrammed since it was implanted. The symptoms had started approximately one week prior, with no known event to contribute to the loss of therapeutic effect. Troubleshooting with the patient programmer was being considered. The patient had changed the batteries in the programmer that week. Three days later, it was reported the programmer was operational as intended. The patient continued to have a loss of therapeutic effect. The patient had oral medications to treat the pain symptoms if they became intolerable. The patient was later seen in the clinic where it was noted the ipg had reset to factory settings. The device was reprogrammed and the patient's stimulation was restored.